Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 21aug2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer was informed by the customer that due to cost, this ventilator will not be repaired, and instead will be scrapped. No further action is intended for this ventilator. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator failed an extended self-test (failed soft test). There was no patient involvement.